Event description:
Additional information received confirmed, via event logs, that the motor stall occurred on (B)(6) 2014 at 13:48 and recovered at 16:09. It was stated that there were no other medications contained in the pump other than lioresal at the time of the event. It was noted that the motor stall lasted for 2 hours and 20 minutes, not the previously reported 6 hours.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal symptoms and underdose symptoms. The pump had a false motor stall and was in telemetry state related to magnetic resonance imaging (MRI). The motor stall post MRI lasted for six hours. The stall recovered. Medical intervention was necessary; however, it was not indicated what the intervention was. The patient status at time of this report was alive; no injury. The pump was delivering lioresal. Additional information was received indicating that the pump was operational and no further actions were taken.

Manufacturer narrative:
(B)(4).